Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar us product distributed in the us, architect hiv ag/ab combo, list 2p36. (B)(4). A review of the product labeling concluded that the issue is sufficiently addressed. A retained kit of architect hiv ag/ab combo reagent, which contains identical bulk reagent as lot number 29384li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate sensitivity, three sensitivity panels were tested with the reagent kit. Since the (B)(6) sensitivity panels are used in this investigation as replacement of low running (b)(^) patient specimens the primary objective is to obtain a (B)(6) result, which was successfully demonstrated with all three panels. In addition, the clinical sensitivity of the reagent lot was evaluated by testing two commercially available seroconversion panels. The reagents detected the same bleeds as (B)(6) for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. As part of this evaluation a review of the complaint records for the affected lot number did not identify any problems relating to the customer observation. Additionally, a review for non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to the customer observation. Based on this investigation, it is concluded that the architect hiv ag/ab combo reagent lot 29384li00 is performing acceptably.

Event description:
The account generated (B)(6) architect hiv ag/ab combo results on a patient. The account repeated the sample five times with both (b)(^) architect hiv ag/ab combo results ((B)(6)). Western blot testing was indeterminate. No additional confirmation testing was provided. No patient clinical presentation information was provided to conclude the true (B)(6) result. No impact to patient management was reported.